Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of delivery accuracy was -7.2% was not verified. The event log did shows indications are, two 10ml bolus tests were performed prior to the pumps return to smiths. Service will not perform any repairs or preventative maintenance at this time. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump fails accuracy -7.2%. No reported adverse effects.